Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 03/05/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent an unknown gynecological procedure on unknown date and the suture was used. It was also reported that the needle was broken easily at the swage part during suturing on the dermis and subcutis. No pieces were fell into the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/22/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: it was reported breakage needle. A suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.